Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 196 mg/dl. Customer's sensor glucose level was 60 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to follow up with their healthcare provider as they may have slept on the sensor during the night. Customer was assisted with turning off threshold suspend. Troubleshooting was able to resolve the issue and the sensor glucose was 171 mg/dl and the patient's blood glucose was 196 mg/dl.